Event description:
A customer reported receiving readings of 182 mg/dl, 163 mg/dl, 132 mg/dl, and 130 mg/dl on their freestyle flash blood glucose monitor. The results fell in the a zone when plotted on a parkes error grid, which is not considered to be clinically significant. However, the customer then reported feeling weak, so they ate a snack. The customer went to bed, and reported feeling nauseous and shaky. The customer woke up and got something to drink, and at this point the customer reports experiencing a loss of consciousness. When the customer regained consciousness they reported drinking a soda to stabilize their glucose.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.